Manufacturer narrative:
The reported event of difficulty removing the right ventricular lead from the header was confirmed. Analysis revealed this device has the original scalable brady pacemaker header design, which is known to have lead insertion and removal difficulties. The original sbp header required extra force to insert and remove leads from the connector ports. A header re-design has been implemented to correct the issue. Analysis of the setscrews show no signs of difficulty untightening them. Since the lead could not be removed from the connector it was assumed that the setscrew was holding them in the connector, but actually the lead could not be removed due to the header design problem causing leads to be difficult to remove from the header.

Event description:
Related manufacturer number: 2017865-2022-42096 during device exchange, failure to disconnect and stripped were observed on the set screw which resulting in the right ventricular (rv) lead was unable to be removed from the header. The event was resolved by replacing both the device and rv lead. The patient was in stable condition.